Manufacturer narrative:
On 04 april 2016 the r and d project manager performed a visual inspection of the retrieved items and commented as follows: visual inspection of the explanted femoral component: no residual traces of the cement were noted on the internal surface of the component. The finishing of the internal surfaces of the component in contact with the cement seems to be in compliance with the specifications required. Visual inspection of the explanted tibial component: no residual traces of the cement were noted on the distal surface of the baseplate. The finishing of the distal surface of the component in contact with the cement seems to be in compliance with the specifications required. Some scratches have been noted on the anterior part of the tibial baseplate, probably caused by the instruments used for the explantation. Visual inspection of the explanted tibial insert: the lip of the anterior clipping system was found damaged. This was most likely cause by the instruments used for the explantation. From visual inspection it is not possible to identify any possible root cause for the event. On 04 april 2016 it was prepared a final report with the information already submitted in the initial report. On 06 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 23 january 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of primary tka after two years. Reportedly, the surgeon claims a problem with cement has occurred. The images supplied are post-revision, so no analysis is possible and therefore we can only assume that the analysis made by the surgeon is accurate. Root cause cannot be identified with independent analysis. Batch review performed on 01 february 2016. (B)(4).

Event description:
The patient was having pain in her right knee due to loosening of the components. The surgeon said the loosening was due to the cement. He stated the he had switched the cement he used and feels that it hardens too quickly which may have lead to the issue. The revision surgery was completed successfully. X-rays are available.